Manufacturer narrative:
The device has been explanted and has to be returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt has been explanted of her device on (B)(6) 2013. No further info is available at this time.